Event description:
Artegraft reps were made aware of an adverse event while attending a business conference. During a conversation with a dr, artegraft was informed that the surgeon had two incidents of aneurysms that involved artegraft collagen grafts. The dr did not provide any further info related to the pts' status nor did the dr express any concerns to indicate that there may have been a malfunction of the grafts that were implanted.

Manufacturer narrative:
Since initial info was collected during a verbal discussion at a business conference, add'l attempts were made to obtain the complete adverse event info and were unsuccessful to date. A review of the device history records could not be conducted since the lot numbers were not provided. The devices will not be returned for eval; therefore, a failure analysis of the devices could not be completed. Data trending indicates there have been no other recent reports of aneurysm related to artegraft devices in the past two yrs. It should be noted that aneurysms are listed in the artegraft instructions for use as a potential adverse reaction. In addition, artegraft's pt info guide instructs pts to request the dialysis caregiver to rotate needle access sites and to watch for any unusual complications, such as "ballooning" of the graft.